Event description:
The customer reported that the audio alarm was nonfunctional. The nellcor puritan-bennett customer support engineer (npb cse) verified the customer reported problem. The npb cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event in this report.